Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded lens had a torn haptic, prompting the doctor to remove and replace it with a backup lens during the same procedure. Additional information suggests that there was a loading error, but not a use error. There was no injury, and no further intervention was required. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 19, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half with one half missing, and coated in viscoelastic residue. The lens was cleaned and inspected revealing an edge chip and surface damage. No issues were observed with the remaining haptic. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noticed that there was a loading error, but not a use error. The following information have been added to reflect the new information: section h6: device code(s): 3191 - appropriate term/code not available all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.